Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain and complex regional pain syndrome type I. It was reported that the patient just moved and they didn't have a pain management doctor. The patent is having a lot of issues with their implanted device on the right side of the hip. The patient felt like it had come out of the pocket and the patient was having a lot of burning pain and the patient is not sure what is going on with the device. The patient spoke with their previous rep from arizona and told the patient to call patient services to put them in touch with a manufacturer's representative (rep) in florida. No further complications were reported or anticipated.